Event description:
The customer reported that the device display is shorting out and shuts off intermittently. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device display is shorting out and shuts off intermittently. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The display assembly was replaced to resolve the problem. The device passed all performance assurance tests and was sent back to the customer. We will consider this to be a malfunction of the display that caused colored lines on it and could not see anything, which could prevent the delivery of therapy.